Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, probably in the last month or when they are really stressed/tired, the patient's tremors kind of come back sometimes and are worse. When the patient went to charge their ins they noticed the ins was turned off and they weren't sure why. Patient said this has happened a couple of times and stated that the ins was three quarters charged when they noticed that the ins was turned off. The patient alleged that their ins was turning off because it was "triggered by weird things". The patient stated that they had not been near any sources emi that could've turned off the ins. Patient also mentioned that they are very careful and have not participated in any activities that could've effected the ins. One of the times the patient noticed ins was off they were using the recharger and tried to turn it on by pressing the top button on the left side of the recharger. However the patient noticed that the button did not work so they thought something might be wrong with the recharger. Agent reviewed that the neurostimulator on/off buttons are deactivated on the dbs rechargers and advised the patient to use the patient programmer to turn ins on/off. The patient confirmed that they understood how to use the patient programmer. The patient was redirected to their healthcare provider (hcp) to further address the issue.